Manufacturer narrative:
Correction on initial report: disregard file, it is a duplicate to manufacturer report number: 9616066-2017-00457.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV was "leaking in the tubing" while infusing an unspecified fluids. There was no report for patient harm.